Manufacturer narrative:
(B)(4). Date sent: 1/6/2026. D4: batch # a97702. Additional information was requested, and the following was obtained: please clarify "the device did not activate normally. A phenomenon was also observed where the device was fired outside the body by the articulation control button not the firing trigger." Was the firing sequence started but not completed? No. The articulation did not function. If yes: did the device deliver any staples? Na. If yes, were the staples formed properly? Na. If yes, was the staple line complete? Na. Did the device cut? Na if yes, was the cut line complete? Na. If yes, was there any issue with the cut line? Na. Was there any difficulty opening the device jaws? No, investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60d reload loaded on the device. The reload was received fully fired with several b-formed staples on the reload deck. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb to be damaged. The device event log was reviewed. Several events were found part clamp sensor voltage out of range, unclamped sensor voltage out of range, and transect sensor voltage out of range. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished #ech60s, with lot/batch #a97e0w, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number a97702, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the the device did not activate normally. A phenomenon was also observed where the device was fired outside the body by the articulation control button not the firing trigger. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information provided.